Event description:
A customer observed negatively biased amon qc results on the vitros 5,1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the biased amon results occurred on their 5,1 fs analyzer on one quality control sample. An ocd field engineer investigated and determined that the precision of the instrument was out of specifications. After replacing the incubator insert blade, acceptable amon precision was obtained. The root cause of the event is instrument related.